Event description:
Complainant alleged that during a routine shift check by a clinician, the displayed selected energy value does not agree with the level indicated by the main switch position. When 200 joules is selected 150 joules appears. Complainant indicated that there was no pt involvement in the reported malfunction.